Event description:
It was reported that the patient presented to the emergency room due to discomfort. Upon interrogation of the cardiac resynchronization therapy defibrillator (crt-d) it was noted that the right ventricular (rv) lead exhibited a loss of capture at a device output of 7.5 v at 2.0 ms. Rv pace impedance and shock impedance were stable and within normal expected limits. Fluoroscopy showed no change in the rv lead position from implant; however, it was possible that a micro-dislodgement occurred. The rv lead was successfully replaced and remains in the patient. No additional adverse patient effects were reported.